Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the z-axis brake assy and collar screw. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the flexible instrument manipulator (fim) was moving on its own on the y-axis. The customer noticed the fim was starting to raise up, so they had to stabilize it. The customer stated that this was happening without anyone clutching the docking spar clutch to raise the suj. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoluminal sales representative (esr) mentioned that the physician observed some movement during a breath hold while performing a spin in the operating room. When the anesthesiologist inspected the room, they accidentally bumped into the robot arm, causing it to move slightly. The arm did not move enough to interfere with the procedure or affect the patient. They were able to complete the procedure without any injuries.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the z-axis break assembly.